Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon initial placement the helix would not extend after 20 rotations. Upon removal and testing outside the body, it extended in 8 turns. Implant was attempted once more but the helix did not extend after 30 turns and the physician noted that after approximately 15 rotations it became suddenly easier to rotate as though the lead had fractured and the pin was spinning freely. An alternate lead was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
--